Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system showed fatal error code. The field service engineer replaced the hard drive to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device failure and not launching. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay.they were able to obtain the needed meds from a second source. There were no adverse events or injuries reported based on this event.